Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Concomitant medical products: 65-8753-048-01, hatcp fm it shell clstr 48 gg, 62446005.

Event description:
Patient's left hip was revised 11 days post-implantation due to dislocation and a periprosthetic femoral fracture. No further information was provided.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.